Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the threaded eye bolt of the tilt cylinder had not been properly secured. This allowed the eyebolt to back out and detach in the cylinder resulting in the reported event. The table was installed in 2008 making it approximately 16 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The cmax surgical table operator manual, states (1-3), "warning - personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance." The technician reinstalled the detached eyebolt, tested the table, confirmed it to be operating according to specification, and returned it to service. Technician advised the user facility personnel to follow proper preventive maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their cmax surgical table began to tilt causing the patient to slide from their cmax surgical table. User facility personnel caught the patient and repositioned them on the table. The patient was transferred to a different surgical table subsequently causing a procedure delay. The procedure was completed successfully and there was no report of injury.